Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up it was reported that the device showed over-sensing and automatic mode switching episodes. Technical support reviewed the session records and recommended further evaluation of the atrial lead. In addition, non-sustained oversensing episodes recorded by the device could be related to myopotentials and far-field p-wave oversensing. The patient has a non-abbott right ventricular lead implanted. The patient was stable and will continue to be monitored remotely. Related manufacturer reference number: 2938836-2018-12583.